Event description:
Follow up information obtained identified the patient's issue of pain at the scs ipg site has resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's drg ipg was replaced due to pain at the ipg site. Reportedly, the pain at the ipg site was due to the implant depth.